Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic intraperitoneal onlay mesh repair, while fixing the mesh, the motorized tacker fired cont inuously without the surgeon pressing the firing trigger, resulting in the automatic and unintentional release of multiple tacks. The surgeon removed the tacker and set it aside to prevent further risk, and another product of the same code was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted a view of the partial display box and the product information label. The video shows the surgeon using the device during a surgical procedure. The device is running however no tacks are coming out at the distal end. The surgeon removed the battery's with tweezers and the device stopped running. It was reported that while fixing the mesh, the motorized tacker fired continuously without the surgeon pressing the firing trigger, resulting in the automatic and unintentional release of multiple tacks. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.